Event description:
I chose to get the essure as my birth control of (B)(6) 2010, I've been having problems for the last 2 years consisting with pain on my right pelvic area, cyst on my right ovary that I had to do out-patient surgery in 2012. Abnormal period, heavy blood clots, I was told I would not have any side effects when I got this permanent for as my birth control, but am always in pain.